Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, the po2 dropped and pco2 began to climb. The product was changed out. There was no harm to patient. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).